Event description:
The tip of the stryker serfas energy 90-s 3.5mm wand separated from the wand (#279-351-100) within 5 seconds of the surgeon placing in the patient. The surgeon saw the tip floating and removed it. No impact to the patient; surgery continued with no complications.